Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional . The cause for the failure was isolated to a defective rear response button switch. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.